Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch qjbejx, xax32039 and no non-conformance's were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device/ representative samples return status? Additional information was requested, and the following was obtained: date of the procedure?: date of event: (B)(6) 2021, procedure name: pose of a pacemaker, under local anesthesia, in sub clavicular, on the left side. Was additional dissection required in other organs/tissues other than the target tissue to retrieve the broken needle? Please specify. The cardiac ventricular electrode was going to be fixed after various tests performed. At the fixation of the electrode, the needle broke in its distal third, when it passed through the muscle. The cardiologist had to enlarge the operative site with the metzembaum scissors and a dissecting forceps in order to not injure the ventricular electrode and deepen the area to search and retrieve the needle. This could be performed thanks to an image intensifier which was already in the operative room. The patient, who understood that an incident occurred, showed some anxiety signs, as did the cardiologist who feared to injure and move the electrode. Was the broken needle retrieved intra-op during the same procedure? What was the size of the retain piece of the needle retrieved? After several attempts, the distal third of the needle was retrieved. The pictures taken throughout this research show that the needle had been retrieved entirely. Was the post-operative care changed due to the event? Please specify. - post-operative care remained the same as usual, except a compression bandage which was stronger than usual. What is the patients current status? - the patient goes well to this day. The impacted device is not available. However, the customer gets some samples from the same box than the impacted device. The following information was requested, but unavailable: what instruments were used to grasp the needle? Where was the needle grasped during use? Where was the broken needle piece located/in what structure? What is the physicians opinion as to the etiology of or contributing factors to this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a pacemaker placement surgery in sub clavicular on the left side under local anesthesia on (B)(6) 2021 and the suture was used. The cardiac ventricular electrode was going to be fixed after various tests performed. At the fixation of the electrode, while attaching the ventricular lead the needle of the wire broke inside the patient. The needle broke in its distal third, when it passed through the muscle. The operative incision site was enlarged with the metzembaum scissors and a dissecting forceps in order to not injure the ventricular electrode and deepen the area to search and retrieve the needle using image intensifier which was already in the operative room. After several attempts, the distal third of the needle was retrieved. The pictures taken throughout this research show that the needle had been retrieved entirely. Post-operative care remained the same as usual, except a compression bandage which was stronger than usual. The patient goes well to this day.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: an opened box with twenty-seven packets of product code x32039 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Needle resistance functional test was performed and no issues were found. The results met the requirements. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.